Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed a lock-up failure. Physio replaced the system and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Customer reported that the device would not power on ac or dc power. The device was reported to boot up momentarily but shut off and back on repeatedly. There was no report of patient use associated with event.